Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had been having low blood glucose (bg) levels for the past 3-4 months. According to the patient, her last hypoglycemic episode was earlier that day at 4:30 pm. The patient claimed that her bg level was at "52 mg/dl" and she had symptoms of shakiness. The patient consumed 4 glucose tablets. By 4:44 pm, the patient indicated that her bg level rose to "74 mg/dl". During the call with the animas representative, the patient's bg level was at "46 mg/dl" (7:26 pm) and she was asymptomatic. Through troubleshooting, no associated alarms were found. The prime and tdd history were reportedly accurate. No defects were found with the pump. The patient stated that she has been working with her health care provider (hcp) to find a cause for the random low bg's. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.